Event description:
When trying to extract lung specimen from patient after robotic lobe resection, the endo bag that is used to remove the specimen burst inside the patient's chest cavity. Port incision had to be extended to remove the lung specimen.